Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Affected channels were noticed during a check-up. Re-implantation is being considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. Affected channels were noticed during a check-up. Reportedly the audio processor came off while playing and the user had no hearing sensation with the device afterwards. Re-implantation is being considered but will not take place before september 2022.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device was affected. Also, channels with abnormal impedances were noticed during a check-up. Reportedly, the audio processor came off while playing and the user had no hearing sensation with the device afterwards. The user was re-implanted.